Event description:
Philips received a complaint by the customer on the v60 indicating that the device was giving a yellow alert and was not able to turn device completely on after installing a flow sensor assembly. It was reported there was no patient involvement at the time the issue was discovered. The customer, with support from the remote service engineer (rse), confirmed the reported issue following the recent replacement of the flow sensor assembly. Requested for onsite service. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it was confirmed that the customer declined service and repair and repaired themselves; therefore, it could not be determined if it failed to meet specifications. However, the fse performed the preventative maintenance (pm) on the device after it was repaired. No further issues noted. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.